Event description:
It was reported that the pt's implantable stimulator was turned on and programmed about one month after implantation and was "ok." A few days later, the pt experienced a lack of "efficiency" of the device and of the stimulation to relieve back pain. The "orientation" of the device was redone, and the initial parameters were reprogrammed. A group was created in order for the pt to use the stimulation without the device activated. During the reprogramming session the device worked fine. When the programming session ended on "lying on the right side," and the pt stood up, the pt still had the level of stimulation associated with "lying on the right side," although the programmer recognized the upright pt position. The programming was rechecked and, then, the device worked fine. There was no injury to the pt. The pt was to return to further explore the issue. The pt's outcome was noted to be "ok." It was later reported that electrode and group impedances were fine (around 900 ohms). X-rays were performed and showed that the electrodes on one side were not "rectangles," and that the lead was not medial. Reprogramming was attempted, but the results were worse. The initial programmed settings were used: with the left side able to be stimulated with almost all the electrodes, and the right side only able to be stimulated with the 5, 6, and 7 electrodes (set at 5+ 6- 7+). On (B)(6) 2011, and (B)(6) 2011, "orientation" was made for the device activation and then for the device troubleshooting. The position was checked using the programmer and it was always "fine." No intervention was planned at that time. It was suggested that since the device was "really near" the medial line on the pt's buttock, the device may be moved. Recharging was very difficult given the position of the device, took longer, and needed to be performed more frequently. During recharging, the thermometer appeared on the screen. Also, the amplitudes on the device were unpredictable as sometimes the stimulation stopped and sometimes the stimulation was too strong. It was noted that at the last reprogramming, the amplitudes were settled when the pt was standing. The pt, then, lay down (with other amplitudes set). When the pt stood up, the stimulation sensation (with the same amplitudes set) was different than before. The pt was to see the physician on (B)(6) 2011. It was later reported that the paresthesia coverage was worse than it was at the beginning. The MFR rep was to attempt to reprogram the pt. No info was provided related to the pt's outcome. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).